Event description:
It was reported that asymptomatic patient presented in the operation room for a scheduled replacement procedure of the pulse generator. The atrial lead exhibited noise which was reproducible. The lead was capped and replaced. The patient left the procedure in good condition.